Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, yes, the customer's stated problem was verified. During inspection and testing, the device failed downstream occlusion high pressure calibration and alarmed "cassette not attached properly" messages when attached cassette. It found that the downstream occlusion sensor was inoperable. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 alarmed cassette not attached. No patient involvement, as event occurred during testing.